Manufacturer narrative:
On (B)(6) 2015, the customer reported that while performing a patient procedure they received a stuck button error message which halted the scan. It was confirmed that his malfunction occurred 2 times on the same day. A subsequent complaint was submitted to address the other occurrence of the issue. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that the customer power cycled the system and was able to continue the patient procedures successfully. The fse reported there was no un-commanded movement of the patient support and he could not duplicate this event. The fse replaced the front left hand gantry control panel to resolve this issue. It was confirmed by the philips fse that there were no log files available from these events. Based on the information provided the probable root cause of this reported issue was due to a stuck button on the gantry control panel. The overall risk was determined to be acceptable. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. All systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.

Manufacturer narrative:
(B)(4). Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported that while performing a patient procedure, they received an error which halted the scan. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that the customer power cycled the system and continued the patient procedure. The fse reported there was no uncommanded movement and he could not duplicate this event. The fse has replaced the front left hand gantry control panel to resolve this issue.